Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Related medwatch report # mw5170108/mw5170109.

Event description:
Voluntary medwatch received on 05/19/2025 reported: in accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2025 the patients wife reported the patient died due to a faulty insulin pump. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5170109. It was reported that the customer passed away "due to a faulty insulin pump." Due to the anonymous nature of the report, tandem customer technical service unable to obtain additional information regarding the issue or verify an event date. No additional patient or event information was available.